Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump turned off without any alert or alarm. The patient's blood glucose at the time of incident was 10.4 mmol/l. The patient changed the battery twice but the device remained unresponsive. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, moisture damage was found on the motor assembly. Unable to verify for off no power alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all the operating current test due to blank display. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners and cracked reservoir tube lip.